Event description:
It was reported that during a lead repositioning attempt, the doctor noticed blood in the lead. A closer examination revealed a nick in the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached cut; blood observed in outer tubing overlay; full lead in segments analyzed.